Event description:
Fire dept personnel attached the device to a person diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes alarm, inhibiting the use of the device. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition. The customer indicated that the pt had a lengthy down time prior to the arrival of the emergency medical technician's.